Manufacturer narrative:
Upon media inspection, the reported allegations are confirmed. However, cause has not been established as the device has not been returned for analysis at this time.

Event description:
It was reported that during a pulsed field ablation procedure for atrial fibrillation, a faradrive steerable sheath clear was difficult to insert. The physician noted the tip was wrinkled and damaged at the interface with the dilator. The sheath was replaced with a similar device and the procedure was completed. No patient complications occurred. The device is expected to be returned.

Event description:
It was reported that during a pulsed field ablation procedure for atrial fibrillation, a faradrive steerable sheath clear was difficult to insert. The physician noted the tip was wrinkled and damaged at the interface with the dilator. The sheath was replaced with a similar device and the procedure was completed. No patient complications occurred. The device has been returned.

Manufacturer narrative:
Investigation summary: product analysis confirmed that the distal tip of the sheath exhibited a slightly bulbous (wider) shape, but the sheath met all dimensional specifications. Microscopic inspection of the sheath and dilator interface shows the tip to be bulbous, and the tapered edge of the sheath exhibited increased thickness of the black silicone material. These conditions of the distal tip impeded the smooth transition into the patient anatomy. Dilator and sheath interface was successful as the dilator was able to be inserted smoothly into the sheath and audibly snapped into the valve housing. It is possible that the bulbous shape of the distal tip may have impeded the smooth insertion of the sheath and dilator into the patients anatomy during the procedure, contributing to sheath insertion difficulties. Media was provided and reviewed and confirmed the distal tip of the sheath to be damaged. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the faradrive confirmed that the event of sheath damage is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of manufacturing deficiency. Based on the available information, boston scientific determined that the wider distal tip may have impeded the smooth insertion of the sheath and dilator into the patients anatomy during the procedure.

Event description:
It was reported that during a pulsed field ablation procedure for atrial fibrillation, a faradrive steerable sheath clear was difficult to insert. The physician noted the tip was wrinkled and damaged at the interface with the dilator. The sheath was replaced with a similar device and the procedure was completed. No patient complications occurred. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.